Manufacturer narrative:
An investigation can not be done on the components from this chair because they have not been retured to us. It is not anticipated that they will ever be available for inspection. Components were never made available to.

Event description:
Client reported that something broke on the elevator of this chair which caused him to fall forward into his steering wheel. Upon inspection by the local permobil rep it was determined that the elevator had not broken however a bolt had sheared. This bolt is what is used to attach the elevator to the chassis.

Manufacturer narrative:
The components have not been returned yet but when they get here we will do a full analysis and update the MDR at that time.